Manufacturer narrative:
Customer service conducted troubleshooting including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verifying user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verifying there was no milk backup; verifying user didn't have a heavy letdown; verifying user was in correct pumping position; and verifying breast shield size. In follow up with a complaint handler on 12/28/2023, the customer indicated that she developed mastitis on 11/11/2023 and was hospitalized. Her mastitis is currently healed and gone. She has not had time to try the new pump yet. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump in style breast pump had no suction. She additionally reported that she was in the hospital for mastitis and has taken 4 different antibiotics.